Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was observed that the heater wire on the hemopro 2 jaw was lifted. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).